Event description:
It was reported that the handpiece continued to run once the foot pedal was released. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The foot pedal was received by the MFR; the complaint was replicated. The device was found to have a cut/torn boot in several places. The device was found to have cuts in the boot which allowed for fluids to enter the foot switch, causing corrosion throughout the interior of the foot switch. This type of circumstance could cause the pedal to return up slower than expected, causing run on.